Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on 06/29/2016 to report the receiver initialized without a manual restart on (B)(6) 2016. There was no report of any injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The data log was reviewed and firmware errors and a hardware battery error were observed. The reported event of an initializing screen without a manual restart was confirmed. A root cause was determined to be a defective battery.